Event description:
Rn was using the syringe to reconstitute yellow fever vaccine. She withdrew the diluent from one vial and injected it into the vial containing the lyophilized yellow fever vaccine, mixing the liquid and dry ingredients together. She then drew up the vaccine into the barrel of the syringe and when she attempted to remove the syringe with needle from the vial the needle detached from the barrel of the syringe. If this had occurred when the needle was in the arm of a pt it could have caused serious injury. One dose of yellow fever was wasted.